Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title "intraprocedural 3d-vena contracta area predicts survival after transcatheter edge-to-edge repair: results from mitra-pro registry." Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, previous tavr, previous cagb, ischemic cardiomyopathy, atrial fibrillation. Complications reported included prolonged hospitalization, heart failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "intraprocedural 3d-vena contracta area predicts survival after transcatheter edge-to-edge repair: results from mitra-pro registry" was reviewed. The article presented a prospective multicenter study, to evaluate the mitra-pro registry revealed residual mitral regurgitation (mr) to be an important predictor of survival following transcatheter edge-to-edge repair (teer). Intraprocedural mr assessment using 3d-vena contracta area (vca) might be a feasible tool to guide mitral teer procedures. The study aimed to assess the impact of residual mr assessed by 3d-vca on 1-year mortality. Devices mentioned include mitraclip. The article concluded that residual mr assessed by 3d-vca after teer is associated with 1-year mortality. Therefore, 3d-vca is a valuable echocardiographic tool for intraprocedural mr assessment during mitral teer and achieving a lower 3d-vca improve patient survival. (German clinical trials register: drks00012288). [The primary author and corresponding author was peter boekstegers at university of witten-herdecke institution with corresponding email peterboekstegers@gmx.de]. The time frame of the study was 2016 to 2024 not confirmed. A total of 823 patients were included in this study, of which 823 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, previous tavr, previous cagb, ischemic cardiomyopathy, atrial fibrillation. (B)(4), unk mitraclip: peri- and post-procedural complications included prolonged hospitalization, heart failure, death.